Manufacturer narrative:
Device was discarded at the hosptial. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the cardiac cath lab, CT surgery and anesthesia have reported an inconsistency between the cardiac outputs that were measured in the or/cath lab and the patients' hemodynamic and systolic function as seen on tee. (B)(6) uses phillips monitors. There were no patient complications reported. Not returning device. Several attempts were made to get additional information from the customer but it was unsuccessful.